Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for an infection. Customer's blood glucose was 200 to 250mg/dl at the time of incident. The customer treated with insulin. Troubleshooting provided assistance with bolus and setting the time and date on the pump. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.